Event description:
Manufacturer received a report from a dealer alleging that while the wheelchair was charging, the charger emitted a burning smell and the wires to the charger receptacle burnt. No flames were observed and no injury was reported.